Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her battery was dead in her pump for more than 10 minute and now she is not able to get the transmitter. The customer¿s blood glucose level was unknown at the time of the incident. Patient mentioned high blood glucose due to pump being powered off while she was asleep not having a battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.